Event description:
During a plf procedure at l2-l4, the surgeon was attempting to connect the transconnector to the rod and the screw on the transconnector would not tighten to the rod. The surgeon removed the transconnector, used another transconnector, and completed the procedure with no further issues. Patient was reportedly recovering well.

Manufacturer narrative:
Device used for treatment and not diagnosis. Part was received in fair condition. Several scratches are evident upon the surface. The t15 sockets on all screws exhibit marks consistent with usage from a t15 screwdriver. The screw on the non-articulated head end has been stripped and will not tighten fully. This type of damage typically occurs when the screw is over tightened. This part and all the sub-components passed all functional and dimensional checks prior to leaving the manufacturing facility. The device was measured and tested passing the specifications. The screws are not required to be tested to maximum stress and all stated functional tests pass. The point at which the screw was damaged cannot therefore be definitively determined.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned. A review of the device history record revealed no complaint related anomalies. The device history record shows this lot of ti snap-on transconnectors was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. An additional review of the device history records for the sub-components also revealed no complaint related anomalies.